Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, a cracked display window and cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is alarmed button error. Customer did not know her blood glucose value. Nothing further reported.